Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wondered if it was normal to have to charge the ins daily. The patient has to charge in the morning and then again at night which is a pain for the patient. The patient said the only time she experienced pain in her back is when she is doing dishes for a long time. It was reviewed that with high dose settings daily recharging is expected. The patient confirmed this answered her question. No further complications were reported.